Event description:
Surgical product detail description of issue: sensor was off and did not work properly during procedure. Device was unplugged, machine turned off and restarted. Device plugged into both port a and b and neither worked.